Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead was difficult to place and could not be fixed. It was noted that the helix was elongated. It was suspected this was due to multiple attempts and tissue being removed from the tip of the helix. Additionally, it was noted that the delivery catheter had kinked at the entrance of the introducer. A different lead and catheter were used to complete the procedure. No patient complications have been reported as a result of this event.